Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a fire and smoke damage. Customer stated there was no delay in care because the incident happened at the end of the case when they were preparing to wake up and extubate the patient. Luckily, all medications to be used were either already given or drawn in syringes and appropriately labelled in preparation for administration. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system had biometric identifier was cloudy and burning smell from station. A field service technician replaced drawer handles and tightened a few after all biometric identifiers are replaced. The system functioned as intended after the field service technician troubleshot the device.